Event description:
A female patient had surgery to correct an abdominal congenital defect. Veritas collagen matrix was used to bridge a gap during this surgery. Post surgery patient developed a wound infection. After the infection was resolved an MRI was done. It was noted that the veritas had disappeared, small bubbles were found surrounding the veritas implant area, there was no histological evidence of the veritas implant. Surgeon was not concerned that the veritas disappeared and has stated that it may have remodeled. Patient status is good at this time. Patient may require cosmetic surgery in the future.

Manufacturer narrative:
Manufacture and expiration dates unknown. If further information becomes available a supplement will be filed. Add'l lot # 761404.